Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "air in line sensor" issue, which was not reproduced. Air in line alarms were confirmed during a review of the event history log. The device passed testing, however, during the eval, cracks were found on the upstream sensor tail pin. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an issue with the "air in line sensor." It was also reported there was no pt involvement.